Event description:
It was reported that pump charger occasionally fell out of pump during charging without customer removing it. There was no reported impact to the customer¿s blood glucose level. Customer declined further technical support, no troubleshooting was performed, and case was documented and closed with no additional information obtained regarding outcome of event.